Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, the customer stated that the device will not be returning for evaluation. Therefore, a root cause could not be established.

Event description:
It was reported to vyaire that the revel ventilator experienced issues with positive end expiratory pressure (peep), oxygen percentage being off, and possible internal leak. At this time, the customer has not provided any information regarding patient involvement associated with the reported issues.